Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump buttons are harder to press, the screen has scratches which make it difficult to read the display, they have received multiple failed battery alarms after battery change, multiple unexplained no delivery alarms and the rewind has become louder and slower. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to be transferred to helpline. The insulin pump will not be returned for analysis.